Manufacturer narrative:
The calibration and qc data were requested but not provided. The calibration and qc were reported to be in range at the time of the event. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The customer replaced the ise fluids and pinch tubing. An ise check was performed with acceptable results. The field service engineer cleaned the ise module. The customer performed calibration and qc with acceptable results. After service, no further issues were reported by the customer. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for an unknown amount of patients tested on a cobas 8000 cobas ise module. It was requested but not provided if the initial results were reported outside the laboratory. The customer performed repeat testing with the samples on a different cobas 8000 cobas ise module. The customer reported the initial na results were as "low as 118/119" mmol/l. The repeat na results were "134-143" mmol/l. The na electrode lot number and expiration date were requested but not provided.